Event description:
Periprosthetic tibia fracture left leg. Revision of rt-plus femoral comp 4l and tibial comp 4 with use of the rt-modular knee system. Double osteotomy of the tibia and osteotomy of the fibula needs to be fixed with a long, cemented custom made tibial stem.